Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data shows that an 0x6a occlusion alarm was generated during the device's run. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was successfully delivered and the rerun data did not return the occlusion alarm that was present in the original data. No damages or defects were found during investigation that would contribute to the observed alarm or indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level had rose to 457 mg/dl. As treatment the patient administered correction boluses of 16 units of insulin.